Event description:
Boston scientific crm received information that this patient's physician felt his pacemaker prodruded more than than his previous device, therefore it was explanted. Technical services was contacted and discussed both devices are the same size, shape and weight. The physician noted the issue may be due to scar tissue. There was no evidence of infections.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
--

Event description:
The information previously filed was incorrect. It was reported in 2010 that the device was explanted due to protrusion. That information was not correct. The device actually remained implanted. The patient just reported that they felt the device protruded more than their previous device. The device has since been explanted for normal battery depletion. No additional allegations or complaints have been reported against this device since (B)(6) 2010.